Manufacturer narrative:
The manufacture number used in this report 2031642-2023-00005 reflects the old manufacture number, this correction is to update the record to the new manufacture number.

Manufacturer narrative:
The repair for the device cannot be conducted at this time due to the part (rp-pcba, motor contr, 3rd gen, v60/v680) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the device displayed error codes 1007, 111b, 127, and 1118. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 was failing with codes 1007, 111b, 1127, and 1118. The customer verified that the cable from the data acquisition (da) pcba, to the motor controller (mc) pcba, was properly connected and secured. It was also reported that all of the 8 pins from the solenoids were connected properly to the da pcba. A philips field service engineer (fse) evaluated the device, and performed a diagnostics. It was reported that the power board was replaced; however, the issues were not resolved. Additional repairs required. The investigation is ongoing.